Event description:
While physical therapy for medial epicondylitis in my left elbow, an iontophoresis treatment was administered by the physical therapist. During this treatment, I experienced pain in my left wrist, and discomfort which progressed to numbness in my left hand. The treatment lasted about 15 minutes, however this pain lasted for about 4 hours, and the numbness and discomfort continued for about 2 hours after the treatment ended. Iontophoresis: (B)(6) 2018.